Event description:
It was reported that the patient experienced a hypoglycemic event after eating breakfast, with blood glucose dropping following a meal announcement that was possibly inaccurate due to memory issues; education on proper meal announcement timing and accuracy was provided, and oral glucose was used for treatment. Investigation included troubleshooting and user education. Further investigation of this case revealed the cause was unclear. Symptoms included disorientation which may be associated with low blood glucose. Outcomes included no reported injury beyond the transient low and no need for hospitalization. It was concluded that, based on previously established findings for similar reports, the event involved hypoglycemia with an undetermined cause. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.